Manufacturer narrative:
Trackwise # (B)(4). The lot # 25153749 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 trocar failed midway through procedure while inflated. Harvester indicated that there was no excessive inflation and that nothing out of the ordinary was experienced during the case. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 trocar failed midway through procedure while inflated. Harvester indicated that there was no excessive inflation and that nothing out of the ordinary was experienced during the case. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). Updated section: g4, g7, h2, h6, h10, h11. Corrected section: h6- medical device ¿ problem code. The lot # 25153749 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 trocar failed midway through procedure while inflated. Harvester indicated that there was no excessive inflation and that nothing out of the ordinary was experienced during the case. A replacement device was used to complete the procedure. The hospital did not report any patient effects.